Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade extended when trigger was activated; however, it failed to rotate during the evaluation. Furthermore, it is likely that the accumulation of tissue during the procedure prevented the blade from continuing to rotate/advance as intended.

Event description:
It was reported that a patient underwent a hysterectomy on (B)(6) 2012. During the procedure, the blade would not come out and rotate. Another like device was used to complete the procedure. There were no adverse patient consequences.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.